Event description:
During a pfa/pvi procedure, st elevation was noted and self resolved about 15 minutes later. The veins were successfully isolated and the volt catheter and agilis sheath were removed from the femoral vein. Protamine was administered, hypotension occurred, and inferior st elevation was noted. After 15 minutes, the ECG changes resolved and the patient's blood pressure recovered. The cause is unknown. The physician alleges that the cause may be due to air embolism from the sheath, coronary spams related to the pfa energy, or related to the protamine administration. The procedure was completed. The patient has recovered.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.